Manufacturer narrative:
Conclusion: the electrical characteristics of the returned device were within specifications. However, observed damages to the silicone sealing cap which covers the set-screws revealed that screwing/unscrewing operations did not take place correctly. These difficulties encountered during screwing/unscrewing were able to cause an incorrect electric continuity between the lead and the pacemaker, and consequently compromised pacing and/or capture. Therefore, it is important to note the screwdriver slot position for the symphony model: the ventricular screwdriver slot is positioned above the axis of the ventricular lead connector pin and the atrial slot is positioned below the axis of lead connector pin. This position is indicated in a diagram included in the physician manual. Changes in the design of the silicone sealing cap were taken into consideration for the next generation of cardiac pacemakers in order to facilitate the visualisation of the slot during the implant procedure.

Event description:
Reportedly, during a pacemaker replacement procedure (pt with permanent block - third degree), the leads are controlled and the measurements obtained are good and the new pacemaker was implanted. Two days after, a permanent ventricular pacing default in bipolar and intermittent default in unipolar was observed. During the control done on the connector of the lead: it is noted that the ventricular lead is not correctly connected at the distal level, explaining the pacing default in bipolar mode. The pacemaker involved in this MDR report was returned for analysis.